Manufacturer narrative:
D4: UDI - this product code is not required to be registered with FDA. The actual device was returned to the manufacturer facility for evaluation. Visual inspection upon receipt found that the actual sample was in the state of the catheter and the guide wire being combined with each other. The catheter and the guide wire were separated carefully for further inspection of each device. Visual inspection revealed that the catheter had been fractured at approximately 884mm and 890mm from the distal end of the device. The actual sample was measured for the total length and it was determined there is no missing portion on the actual sample. Magnifying inspection of the fractured segments revealed that the shaft had been crushed. At the extremity of the fracture, the shaft was noted to have been elongated. The outside diameter was measured along the shaft on the undamaged segment and confirmed to meet manufacturer specification. Visual inspection of the guidewire sample revealed no defects. Functional testing was conducted. A micro catheter sample of the involved product code was inserted in a retention parent catheter (glidecath with a two-way stopcock). In this state, the stopcock was turned. As the result, the test sample became fractured at two locations. Magnifying inspection of the fracture cross-section found that the catheter shaft had been crushed and elongated as the result of having been pinched. The interval between the two fractures measured approximately 6mm. The state of the fractures was observed to be very similar to that of the actual sample. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that only the catheter of the actual sample was inserted in the involved device which had a stopcock at its proximal end. In this state, the stopcock was manipulated. As the result, the actual catheter sample was pinched with the stopcock, resulting in the reported fracture of the catheter. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the progreat device. Follow up communication with the user facility confirmed the following information: the customer found that the actual sample (0.021inch wire) had been already fractured before its use on the patient; the device was changed out to another equivalent product to complete the procedure; and there was no patient involvement.